Event description:
Report indicated that the treatment table moved approx 3 cm without command. Shortly after this, the table was being lowered and continued after the control buttons were released. On another occasion, the table continued to move up until the motion stop was pressed. Investigation revealed that this type of event is associated with table lockup, a phenomena which disrupts table control and halts all table movement. Recovery from table lockup would normally be through the use of the motion stop reset at the control console. However, users discovered that pressing the deadman switch on the main overhead hand control would also restore table movement. It is after action that the table may move without further command. Users are being advised not to use the overhead hand control deadman method to recover from table lockup. A field correction will be implemented to address this issue and prevent table lockup and unexpected movement. There was no injury as a result of this event.